Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device, customer restarted the system, and continue to use this device. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement issue. Upon functional testing fse found the samd box is defective. To resolve the issue fse replaced samd box and downloaded the software. After this the reported issue didn¿t reoccur and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. As per the azurion IFU it states: if control of the system starts to deviate from its expected behaviour, you should restart the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a geometry movement problem. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.